Event description:
Reservoir -newly filled-would not permit delivery. I wasn't sure what the problem was initially -reservoir or infusion set---it had happened several times, and I kept changing them out until combo would work. I finally called co 24-hour line to find out whether they knew which was likely the problem. Rep claimed no problems with either had been reported. After returning reservoirs and infusion sets to the MFR, I had problem again. Through trial and error, it became clear that the problem was with the reservoir. I called to give the lot number to the co. The person on the phone said there was no one for him to report it to, although I could do it on the minimed website. I have not been able to find a way to do that. I thought I had returned all reservoirs from that lot, but apparently had not. So it happened again on 12/31.